Manufacturer narrative:
The investigator assessed event as causally related to index device and not related to anti-platelet medication. The sponsor assessed event as possibly related to index device but not related to anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted two to treat the lad and one in the rca. Cec adjudicated non-q wave mi 3rd udmi peri-pci of the target vessel rca occurred one day post index procedure. Large side branch occlusion of the rca was reported.